Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, mild urinary tract infection was noted. The patient was given 400 mg selexid x 3 in 5 days and the event was recovered/resolved without sequelae as of (B)(6) 2022. The urinary tract infection was reported to have an unlikely relationship with the study device, but a probably relationship with the study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender- female, weight, bmi at the time of index procedure 35 years, v. 66 kg bmi 21,8. The diagnosis and indication for the index surgical procedure? Stressinkontinens were any concomitant procedures performed? Yes, nexplanon implant. Other relevant patient history/concomitant medications no. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, 1,5 g zinazef intravenous intraoperativ. Please describe any medical intervention performed including medication name and results. Selexid 400 mg x 3 in 5 days, pt is curried. What is the physician¿s opinion as to the etiology of or contributing factors to this event ? It is a well known complication to tvt operation. What is the patient's current status? Curried. Product code and lot number? Lot: 3941739. Country of event- denmark. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urinary tract infection. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank: no.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.